Event description:
It was reported that "30 seconds" into a prostate procedure, the laser displayed errors indicative of a resonator and/or lamp power supply malfunction. The errors could not be cleared, therefore the laser could not be utilized to complete the procedure. "The procedure was canceled and rescheduled." There was no injury to the patient reported.